Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.1., g.2., h.6.

Event description:
Healthcare professional reporting intracapsular rupture for the left side device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting intracapsular rupture for the left side device. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reporting intracapsular rupture for the left side device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 08, 2025, with lot number unable to verify patch information due to only gel was received without patch. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed missing total of shell and patch assessed as inconclusive. Only gel was received. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.